Manufacturer narrative:
The doctor claims that the surgiwire created a 1.5 cm tear on the patient at the junction of the surgiwire. The doctor noted that he had placed the device at the subcutaneous level and that he had criss-crossed the wires as directed. He stated that this was his first surgiwire procedure and that he was unhappy with the device since it, in his opinion, tore the patient's skin. A review of records indicated that there were no issues noted, in either the inspection nor the manufacturing of the device, which could lend the device to cause such an incident. The device was not returned to coapt for review and inspection. A review of the lot history package showed that no issues were found. Also, a review of coapt's complaint files noted that there were no other such complaints filed of this type since the launch of the device in early 2006.

Event description:
In 2007, the physician had a case which involved a surgiwire. It was reported that when the physician performed a tissue dissection procedure on the patient's chin, the device tore through the tissue causing the physician to suture it closed.